Event description:
Patient arrived from the operating room and the swan was working in obtaining pa pressures, but nursing staff were unable to obtain any co/ci numbers. On closer inspection they found blood oozing out of the wiring port that connects the swan to the monitor, the beige port on the yellow lumen of the swan. The swan was then removed where all the components were intact, before being replaced with a new one by the overnight surgical ICU physician. The malfunctioned swan was placed into a specimen bag and given to sicu manager.